Event description:
It was reported that patient had pain at anchor site. Surgical intervention was undertaken wherein the anchor left lead anchor was explanted and the physician sutured directly onto the lead for anchor it in place. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received. The allegation is against 1 of 2 anchors however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), batch: 8252753.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.